Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator would not power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer service support engineer advised the customer to replaced the power supply to correct the reported problem. The customers biomedical engineer replaced the power supply to address the reported problem.